Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Subsequently, the patient was hospitalized, x-ray imaging was obtained, and technical services was consulted for further review. Technical services confirmed the potential for an electrode pocket fracture or insulation defect, and x-ray images showed a bending of the electrode near the device header. The physician decided to explant the entire s-ICD system and implant a new one. Besides intervention, no other adverse patient effects were reported. Product return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. Subsequently, the patient was hospitalized, x-ray imaging was obtained, and technical services was consulted for further review. Technical services confirmed the potential for an electrode pocket fracture or insulation defect, and x-ray images showed a bending of the electrode near the device header. The physician decided to explant the entire s-ICD system and implant a new one. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.